Event description:
The reporter stated that she had rec'd the er1 message "a while ago" when her blood sugar was "poorly controlled." She said that she had used the color chart for comparison with the test strip when she tested, but couldn't remember the results she had gotten.